Manufacturer narrative:
The mvp device was returned with the plug detached from the pushwire. The mvp plug and pushwire were decontaminated. No bends or kinks were found with the pushwire. The mvp plug was found to be separated from the pushwire at the detach zone. There were six partially filled coil gaps found with the distal threaded section of the pushwire. There does not appear to be any excess solder found with the partially filled coil gaps which is acceptable. The distance from the coil tip distal edge to the pushwire distal tip was measured to be within specification. No damages or irregularities were found with the plug proximal marker band. The proximal end of the proximal marker band was found to be clear of obstruction. Visual inspection of the threaded insert revealed no irregularities. The plug was examined and found to be fully opened. No damages were found with the plug. The plug was re-attached to the distal end of the pushwire. The distal threaded section of the pushwire was completely covered by the plug. All coils with gaps were engaged within the threaded insert. However, the pushwire did not remain engaged within the threaded insert and was able to be pulled out; therefore, detachment test could not be performed. No other anomalies were observed. Based on the device analysis and reported information, the report of ¿pre-mature detachment/separation¿ was confirmed. However, the cause was not identified. The investigation is still ongoing. A supplemental will be provided. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the microvascular plug was detached in the package. The healthcare provider (hcp) tried to screw it without any success. There was no patient involvement indicated with this event. Another microvascular plug of the same diameter was used for the procedure.